Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a nc euphora rx balloon to treat a moderately calcified and moderately tortuous proximal rca lesion. No damage noted to device packaging and no issues removing the device from the hoop/tray. The device was not inspected and negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. No resistance encountered or excessive force used during delivery. It was reported that the device was used approximately 12 days post its expiry date. It was reported that no patient injury occurred.

Manufacturer narrative:
Additional information: the device was being used to post-dilate a successfully implanted resolute onyx drug eluting stent. If information is provided in the future, a supplemental report will be issued.